Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Patient representative further reported "tremendous pain and discomfort," "deformity," "life-threatening, risks that have been caused by unreasonably dangerous and defectively design and composition allergan implants, several of which have been recalled," and "silicone leaking into plaintiff's body.¿ affected side is left.

Manufacturer narrative:
Additional, changed, and/or corrected data. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "silicone leaking into plaintiff's body.¿

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one opening extended on the radius and crease flat. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one striated opening on the radius and four striated openings on the anterior. Based on the device analysis the final assessment was five striated openings due to surgical damage consistent in the use of some surgical tools.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.